Manufacturer narrative:
Product analysis of part# 5210-1063, lot# y160930 - visual and optical examination identified that the tip of the awl has been sheared off. The hardness of the awl conforms to print spec. The tip of the awl is bent from what appears to be bend stress overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via a manufacturer representative regarding an instrument used for acdf therapy. It was reported that the awl snapped. There was no patient involved at the time of event.